Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, ¿a sound can be heard while administering nutritional supplement.¿ on (B)(6) 2014, the gastrostomy tube was replaced with a new securi-t percutaneous replacement gastrostomy tube. After removing the old gastrostomy tube it was noted the inner tube shaft around the outer bolster was narrower due to a mass. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of feeding tube blocked/occluded. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the external bolster was detached and was without issue. A physical examination found the feeding tube to be cut apart at the 2 cm mark. A ring of residue was found inside the tubing at the 2.5 cm mark. The tubing was not blocked/ occluded. It was noted that the condition of the returned device was not consistent with the complaint that the feeding tube was blocked/occluded. It is possible that the mass caused pressure against the feeding tube and narrowed the inner lumen blocking temporarily the enteral feeding. Therefore, the complaint failure mode (feeding tube blocked / occluded) was not confirmed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, ¿a sound can be heard while administering nutritional supplement.¿ on (B)(6) 2014, the gastrostomy tube was replaced with a new securi-t percutaneous replacement gastrostomy tube. After removing the old gastrostomy tube it was noted the inner tube shaft around the outer bolster was narrower due to a mass. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.